Event description:
It was reported that this pacemaker may have undersensed atrial activity during a ventricular tachycardia (vt) episode. More recent events show sensing of atrial activity. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker may have undersensed atrial activity during a ventricular tachycardia (vt) episode. More recent events show sensing of atrial activity. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and atrial undersensing was exhibited again a couple of days later. This pacemaker system remains in service. No adverse patient effects were reported.